Event description:
Doctor indicated that mount disintegrated while applying torque value 50 ncm. He also stated that the implant was removed and replaced the same day with an internal implant.

Manufacturer narrative:
One implant mount was returned for inspection. A visual inspection revealed that the mount is fractured on the engaging surface. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A singular cause cannot be identified.